Event description:
It was reported that during an open sigmoidectomy, the jaws could not be opened, when the device was intended to be released with the release button from the rectum for change in the clamping position after the rectum was clamped with, being grasped the closing lever. The closing lever was returned to the home position manually and the jaws were opened. Some unformed staples were deployed on the rectum. After these staples were removed, another device was used to complete the case. The staples were deployed as intended. There were no adverse consequences to the patient. The doctors commented that they had not grasped the firing trigger when the event had occurred.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.